Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. Blood glucose level at the time of the incident was 160 mg/dl. The customer stated there were cracks along the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specifications range. Pump was monitored and tested with no blank display noted. Pump received with and cracked battery tube thread noted.